Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 305 mg/dl after changing supplies, and the agent advised waiting one to two hours for glucose to return toward range; the cause was unclear and troubleshooting with education was completed. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included no reported hospitalization, long-term injury, or other impact. Investigation included user-side troubleshooting and education regarding device use. Investigation of this case revealed no confirmed device malfunction or component failure and no reproducible issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.